Event description:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("irregular bleeding and heavy bleeding") in an adult female patient who had essure (batch no. 713463) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida and parity 3 (2 pre term 1 full term). Concurrent conditions included dysfunctional uterine bleeding. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), bladder disorder ("bladder or urinary problems or changes: bladder"), urinary tract disorder ("urinary tract disorder"), dysmenorrhoea ("dysmenorrhea(cramping)") and vaginal discharge ("vaginal discharge"). In (B)(6) 2017, the patient experienced headache ("headaches") and migraine ("migraines"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), back pain ("severe back pain"), abdominal pain ("severe abdominal pain"), dyspareunia ("dyspareunia"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), abdominal pain lower ("lower abdomen pain") and uterine pain ("uterus pain"). The patient was treated with surgery (laparoscopic supracervical hysterectomy, with bilateral salpingectomy) and surgery (dilation and curettage, novasure endometrial ablation). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, vaginal infection, bladder disorder, urinary tract disorder, migraine, dysmenorrhoea and vaginal discharge had resolved and the genital haemorrhage, back pain, dyspareunia, headache, abdominal pain lower and uterine pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, bladder disorder, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, urinary tract disorder, uterine pain, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: patient is likely required to have the essure coils in both fallopian tubes removed three to 4 rings were visible from the implant on the patient's right and about two were visible on the patient's left. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on (B)(6) 2011: essure devices visualized in both tubes. Most recent follow-up information incorporated above includes: on 7-sep-2018: pfs received. Event added: abnormal bleeding (vaginal), menorrhagia, infection (bladder/ urinary tract/vaginal) type: vaginal, bladder or urinary problems or changes: bladder, urinary tract disorder, migraines, dysmenorrhea(cramping), pelvic pain, vaginal discharge, lower abdomen pain and uterus pain. Lot number added. Historical and concomitant condition were added. Lab data added. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("irregular bleeding and heavy bleeding") in an adult female patient who had essure (batch no. 713463-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida and parity 3 (2 pre term 1 full term). Concurrent conditions included dysfunctional uterine bleeding. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), bladder disorder ("bladder or urinary problems or changes: bladder"), urinary tract disorder ("urinary tract disorder"), dysmenorrhoea ("dysmenorrhea(cramping)") and vaginal discharge ("vaginal discharge"). In (B)(6) 2017, the patient experienced headache ("headaches") and migraine ("migraines"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), back pain ("severe back pain"), abdominal pain ("severe abdominal pain"), dyspareunia ("dyspareunia"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), abdominal pain lower ("lower abdomen pain") and uterine pain ("uterus pain"). The patient was treated with surgery (laparoscopic supracervical hysterectomy, with bilateral salpingectomy) and surgery (dilation and curettage, novasure endometrial ablation). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, vaginal infection, bladder disorder, urinary tract disorder, migraine, dysmenorrhoea and vaginal discharge had resolved and the genital haemorrhage, back pain, dyspareunia, headache, abdominal pain lower and uterine pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, bladder disorder, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, urinary tract disorder, uterine pain, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: patient is likely required to have the essure coils in both fallopian tubes removed three to 4 rings were visible from the implant on the patient's right and about two were visible on the patient's left. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on (B)(6) 2011: essure devices visualized in both tubes. Most recent follow-up information incorporated above includes: on 21-sep-2018: update of information (batch is invalid). Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.